Event description:
It was reported that the lead was explanted and replaced due to externalized conductors. The patient condition was normal/stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.